Event description:
It was reported by customer that "issue with 3fr provena catheter where we placed the line without issue and upon our initial check for blood return after removing the guidewire, we have blood return however by the time we place our dressing and do the final check, we no longer have blood return or shortly after, we are told it no longer flushes or has blood return."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation